Event description:
On 01/18/2024, it was reported by a sales representative via (B)(4) that an ar-1588tnt2 fibertak suture wire was frayed. This occurred during use in a case with no patient effect. Per facility: "the area where the tape swedges into the #2 suture looked frayed and we did not want to proceed with that implant. We had only made one pass through tendon, so there was no needle passes through any of the fibertag tape area." Case completed using a second implant in standard fashion without any issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error specifically, mishandling the device during the graft preparation. The complaint allegation was confirmed based on the customer attached picture which displays the damaged on the device.